Event description:
Hospital reported that during surgery the machine started occluding. The hospital theatre team changed the tip, the handpiece and cassette twice and then they primed again successfully. Surgery was completed but it was unk if there was patient harm.

Manufacturer narrative:
The company service representative examined the system and was unable to replicate the reported event. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could to be taken to replicate or confirm the reported event. A review of complaint for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).